Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) connected remotely with the customer and the customer claimed that the system was unable to perform x-rays and required restart. Philips offered the customer a quote to have a field service engineer (fse) evaluating the system on-site, but the quote rejected, since the customer did not accept the quote, therefore philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system intermittently did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.